Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 86 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. Insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.